Event description:
It was reported that the had a moderate amount of puro-sanguinuieous drainage noted during their driveline dressing change on (B)(6) 2021. It was noted the patient completed a 24 day course of doxycycline on (B)(6) 2021. The patient had a gram positive coynebacterium jeikeium driveline infection on (B)(6) 2021. They were given antibiotics and have an infectious disease (ID) appointment on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: associated MFR number for the doxycycline in (B)(6) 2021: 2916596-2022-00174. The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and reported events could not conclusively be determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 01mar2021. The heartmate 3 lvas IFU is currently available. Section 1 ¿introduction¿ of this document lists infection and hypertension as adverse events that may be associated with the use of the heartmate 3 lvas. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. No further information provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2022 the patient was noted to have worsening shortness of breath with exertion and reported paroxysmal nocturnal dyspnea. The patient was given 200 milligrams of intravenous lasix for volume overload. Brain natriuretic peptide (bnp) was elevated at 282 ug/ml. On (B)(6) 2022 the patient had a computed tomography scan which showed no fluid collection at the driveline. The patient was afebrile with a white blood cell count of 7.2. On (B)(6) 2022 a central line was placed for intravenous antibiotic delivery. Cultures were still positive so vancomycin was continued for 4 weeks. On (B)(6) 2022 the patient had elevated resistance transfer factor (rtf). Amlodipine was discontinued and the patient was started on valsartan for hypertension. The patient was discharged home on (B)(6) 2022 with a peripherally inserted central catheter (PICC) line in place for daily vancomycin infusions at home.

Manufacturer narrative:
No further information provided. The manufacturer is closing the file on this event.

Event description:
The patient was seen on (B)(6) 2022 with increased abdominal pain and increased drainage from their driveline site. They were admitted into the hospital for IV antibiotics to treat the driveline infection.